Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation: reviews of the complaint history, documentation, manufacturer¿s instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that one elongated mpis outer catheter was returned with the hub separated. Biological matter was present. The length of the catheter was 17.3 centimeters (cm) and several kinks were located in the elongated sections. An elongated section located 5.1cm from the distal tip measured 1.4cm in length. The second elongated section, located 7.1cm from the distal tip, measured 1.4cm in length. The third elongated section, located 10.7cm from the distal tip, measured 1.1cm in length. The fourth elongated section was located 12.7cm from distal tip and measured 4.6cm in length. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Reviews of the manufacturer¿s instructions and quality control procedures were conducted, and no gaps were discovered. Based on the information provided and no product returned, investigation has concluded that this event can likely be traced to the patient¿s condition and heavily calcified anatomy. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Common name & product code = unavailable as the device lot number, rpn, and gpn are unknown. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an arteriogram an unidentified micropuncture sheath elongated while in use on a male patient. According to the physician the sheath got caught on the extreme calcification in the vessel and began to stretch out. Reportedly, "plastic stretch marks" were visibly noted on the device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.